Event description:
It was reported that the patient presented to the emergency room experiencing fatigue an a heart rhythm in the 40s. Upon interrogation, the pulse generator exhibited backup vvi operation mode with no observable output. The device could not be restored due to its low battery. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.